Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking screw broke when it was close to being seated. Pieces of the screw head broke off. The threaded portion remains in the pt's bone. Surgery was delayed approx. 10 minutes.